Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm during self test. Customer reported that they pushing the down button, and it was saying it hit the wrong key and it would happen once insulin pump was locked, and pressed a different button instead of the option what the insulin pump suggest. The customer stated they were able to clear the alarm and able to complete the rewind process. Customer performed self test and self test did not passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly. Unit received with scratched case, missing display window cover and pillowing keypad overlay. The p-cap does lock properly.